Event description:
The customer reported fluid leaked from the cap piercer and into the instrument involving the unicel dxc 600i synchron access clinical system. The customer wiped the fluid as much as possible before the fluid reached the top covers of the instrument. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered broken glass obstructing the 3-way solenoid valve and the connector between tubing #118 and #180. The fse replaced the valve and connector to resolve the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).